Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. Evaluation reproduced the reported symptom "keypad inoperable" when column 1 and 2 were found to be inoperable and an automatic output of the 4th soft key occurred when any of the remaining keys were pressed. Assignable cause was determined to be a carbon ink bridge on the circuit layer. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient involvement.